Event description:
The therapist had a patient on the table. The therapist used the foot plate to raise the high/low table. Once she removed her foot, the table continued to rise. The patient was able to be removed from the table without injury.